Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had their stimulator moved from their stomach to their back. Since then the patient stated that it took a long time to recharge. No further complications reported.